Event description:
It was reported that following the implant of an ambicor penile prosthesis, the patient is experiencing device deflation issues. The patient is having difficulty in emptying the prosthesis. The device remains implanted and the physician has suggested replacement.